Manufacturer narrative:
The exposed soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred. The pod download data showed 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin, but no other damages or defects were found in the device that would cause a failure to deliver insulin prior to the alarm.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod longer than 48 hours. As treatment, , a manual injection of insulin (6u) was delivered, a bolus was given (4-6u) and a new pod was applied.